Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During evaluation of the device a crease was noted on the posterior aspect. Also, a tear was observed within the crease measuring approximately 0.5 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/21/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient underwent bilateral removal and replacement with a 295cc mentor smooth round moderate plus profile saline breast implant (left) and a 280cc mentor smooth round moderate plus profile saline breast implant (right) on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following information was erroneously omitted from follow up report 1 submitted on 10/2/2019: manufacturer¿s reference number: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.

Manufacturer narrative:
Additional information was received on 10/1/2019. Healthcare professional leslie called providing patient's date of explantation which is planned for (B)(6) 2019.

Manufacturer narrative:
"Reason for device explant and/or reoperation: deflation" should be added to follow up report (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 250cc mentor smooth round moderate plus profile saline breast implant catalog: 3502250 lot:5897771 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient who underwent breast augmentation revision surgery with two 250cc mentor smooth round moderate plus profile saline breast implants experienced right sided deflation post procedure. The right sided deflation was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.